Event description:
Customer stated they received a "hi" reading and dosed 15 units of humalog based on the reading. The customer retested and received a result of 265mg/dl. 2 1/2 hours later they retested again and received a result of 122 mg/dl. The customer went to bed and later their family member found pt seizing and foaming at the mouth. Emt's were called and took pt to the hosp where they were admitted. Controls unk (they were trashed). A request was made for the return of the suspect device and replacements were sent.